Event description:
A report was received that the patient underwent a revision because the battery site was irritating.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) the complaint of loss of stimulation due to high impedance was confirmed. X-ray inspection revealed fractured cables and broken welds in proximal end, as well as the distal end (cables #3, and #12-#16). The fractured cables are the reason for the high impedances observed. Sc-1110-02 (sn (B)(4)) the possibility that electrical leakage could cause irritation at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing irritation at the pocket site was not duplicated or confirmed. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics. Sc-3400-30 (sn (B)(4)) the complaint of high impedance or pocket pain could not be confirmed. Visual inspection revealed the splitter was cut approximately 2 inches from each proximal en approximately 2 inches from each proximal end. The leads were cut during the explant procedure and could not be tested. These damages are not considered a failure.

Event description:
A report was received that several contacts on the patient¿s lead were showing high impedances as confirmed by database analysis. The patient underwent a revision procedure wherein the physician checked if the lead or splitter was bad at the battery site. The contacts continued to turn on and off when the lead and splitter were disconnected from the ipg. The physician reconnected the splitter to the ipg and refused to change the lead. After the procedure, the patient still had contacts out and experienced pain at the ipg site only when the stimulation was on. It was believed that there was a fracture at the lead tail or splitter. The patient will undergo another revision.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that the reported high impedance readings on electrode # 1, 2, 9, and 10 have been confirmed. The lead was kinked/fractured right at the retention sleeve of the proximal end. It revealed fractured cables in the proximal end, as well as the distal end. Impedance measurement revealed open connections on electrode # 1, 2, 4, 5, 6, 7, 8, 9, 10, and 11. The lead damage right at the retention sleeve resulted in the cable fractures within the proximal end. This damage occurred during or post implant. The fractured cables were the reason for the high impedances observed. The reported high impedance readings on electrode # 12, 13, 15, and 16 were not confirmed. The combination of the lead proximal end damage and potential misalignment of the contacts caused the reported anomaly. Review of the device history record did not find any anomalies or deviations that potentially relate to the reported event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that the patient underwent a revision because the battery site was irritating.

Event description:
A report was received that the patient underwent a revision because the battery site was irritating.

Manufacturer narrative:
Additional information was received that the patient described burning pain at the ipg site whenever the stimulation was turned up. The pain was local and worsened with higher stimulation. It was believed that after previous revision (MFR report #: 3006630150-2013-01534), the patient was not receiving adequate stimulation and had high impedances, suggesting lead failure.

Event description:
A report was received that the patient underwent a revision because the battery site was irritating.

Manufacturer narrative:
Additional information was received that the patient underwent another revision procedure. During the revision, the ipg and lead were replaced and the splitter was removed. It was noted that several contacts on the patient¿s lead previously showed high impedances. The patient was doing well after the procedure. Additional suspect medical device components involved in the event: model #: sc-2316, serial #: (B)(4), description: infinion 1x16 perc lead kit ¿ 50cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent a revision because the battery site was irritating.